Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance spiked to a high value for one day. It has returned to a normal value. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that there was a high impedance spike to 2000 ohms, then the impedance dropped to 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.